Manufacturer narrative:
Lot no from : no lot number to l71191. Serial no from: no serial number to (B)(6). Unique identifier (UDI) # from: (B)(4) to (B)(4). Expiration date from: no expiration date to 9/21/2022. Device mfg date from: no manufacturer date to 3/21/2021.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 300 mg/dl. Upon removal of the pod it was discovered that the needle had not retracted upon initial activation as well as the cannula had not deployed.